Manufacturer narrative:
Eval in progress, but not yet concluded.

Event description:
During preventative maintenance of the device, the user reported that the clamp threads were stripped and the handle would no longer stay attached. Since the event occurred during preventative maintenance, there was no pt involvement during this event.